Manufacturer narrative:
Literature citation: laflamme et al. Retrospective cohort study on radial head replacements comparing results between smooth and porous stem designs. J shoulder elbow surg. 2017; 26: 1316-1324. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article by laflamme et al. Titled "retrospective cohort study on radial head replacements comparing results between smooth and porous stem designs" it was reported that a retrospective study was performed between two groups of implants: porous stem and smooth stem (evolve). It was reported that 4 out of 17 patients suffered osteolysis >2mm. No revisions surgery was necessary for these patients.